Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph and one (1) used sample with an open package returned for evaluation. The sample and photograph were visually evaluated, and a detachment was observed at the bonded joint of the tubing and the proximal side of the pump segment. No stress marks rips, or tears were present, and there were no signs of solvent. Based on the results of the sample evaluation, the reported defect is confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although the defect was confirmed the exact root cause was not able to be determined at this time.an approved project is in place to further address issues with disconnection at the bonded join.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: defective infusomat blood set. Detailed inquiry description: the omc infusion center had yet another primary tubing just fall apart prior to going onto the pump. The infusion team is frustrated as we have numerous issues in the past few weeks with tubing falling apart and leaks. No injury reported.